Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and hematoma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV, hematoma.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown". Later healthcare professional reported "baker grade IV", "organized clot", "dark liquified hematoma". This record is for the left side. Device was explanted and replaced.